Manufacturer narrative:
The device was manufactured june 12, 2015-june 15, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked. The device was filled with 80 ml of an unspecified solution. The leak was noted at the fill port. There was no patient injury or medical intervention associated with this event. No additional information is available.